Event description:
I had silicone breast implants inserted above my muscle on (B)(6) 2013. I noticed a serious rash behind my neck on my hands about six months later. Each year I would find more symptoms including hair loss, brain fog, confusion, severe fatigue - but just chalked it up to a stressful lifestyle. In the past 18 months though the symptoms couldn't be ignored. Vertigo, tinnitus, fibromyalgia, bladder infections, severe gut issues, and acute anxiety made it almost impossible to function. I ate an organic healthy diet, meditated, exercised as much as my body would allow, showed down, made sure that I didn't have a lot of stress in my life, and the symptoms continued to decline. My blood work wouldn't show anything alarming - no dr could figure it out. Until connected the dots and finally discovered that my implants were making me sick. I have had them removed as of (B)(6) 2019 and have seen tremendous improvements. No fibromyalgia symptoms at all, more energy, less anxiety, less gut issues, clearer thinking. This is only within one month. Women need to know about this. FDA safety report ID# (B)(4).